Event description:
It was reported to philips healthcare that after a passing opcheck test the heartstart mrx still indicated a red x. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.